Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they wanted the device removed because it hadn''t worked for the last eight months and they didn't feel comfortable, so they no longer wanted it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.